Event description:
Attempt to calibrate the oscillator and failed to pass. The mean pressure adjust dial (bias flow dependent) when turned; try to reach mean airway pressure (map) of 19-21 will drop to 10 when the dial is at the 12 to 1 o'clock position. Unable to meet numbers required to use on a patient.